Event description:
Limited information is available. Technician reported a system 1000 hemodialysis device spontaneously changed proportioning ratio followed by a subsequent rise in conductivity. The ratio was set back to the intended concentrate type and verified function of the device. There was no patient injury or medical intervention reported.